Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The funeral home reported that the device was not explanted; therefore, no product analysis can be performed. The last known treating physician indicated that the patient was last seen in (B)(6) 2007 and that no information regarding the death was known. No additional relevant information has been received to date.

Event description:
The death certificate indicated that the patient was buried. The immediate cause of death was complication of blunt head trauma including seizure disorder, fractures of temporal and occipital bones with subarachnoid hemorrhage, due to a fall. No autopsy was performed. Other significant conditions contributing to death are clostridium difficile olitis. The manner of death was listed as accident; the patient fell from a roof, no details known.